Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that medication was leaking beyond the plunger of the syringe. The fault occurred drawing up medications from the syringe. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product samples, pictures, or videos were received for evaluation. The complaint of a punctured cuff could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint.